Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board and cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the systems subtraction and mapping were not working. There is no report of death or serious injury associated with the complaint.